Manufacturer narrative:
The device is indicated as unavailable for evaluation. Without the device or visual evidence to review, the complaint cannot be confirmed. If additional information is received in the future, a follow-up report will be provided.

Event description:
It was reported that the physician was attempting to use a micro introducer sheath. The lumen was flushed prior to use. The device was prepped as per IFU. It was reported upon close inspection through the bio hazard packet, it was observed that the dilator was cleanly separated from the hub indicating the separation was not stress or strain induced. The customer stated, upon attempting to unfasten the dilator from the 7f introducer, the hub separated from the dilator, leaving the dilator inside the sheath, which was inside the patient's vein. The customer stated they had to secure a mosquito forceps to grasp the broken section of the dilator and could hardly grasp the dilator. The customer stated, had they not been able to grab the dilator with the forceps, it could have had serious patient safety issues. No patient injury reported for this event